Manufacturer narrative:
The lead was in use for treatment for over 20 years and 3 months before being abandoned. As the lead was capped, it was not returned for analysis. Therefore, the reported clinical observation can't be confirmed. Based upon the implant date of this lead (1998), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. A review of permanent pacing lead final inspection document, for this device indicates that the lead is checked 100% for electrical function. Instructions for use (IFU) indicate possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Note: the ligature sleeve on a silicone lead may slightly stick to the lead body. To release the pressure, turn and pull the sleeve body slightly back and forth. To prevent damage to the lead insulation and coil, the suture at the vein exit should not be too tight. Extreme care should be taken not to inadvertently damage the lead insulation during the pulse generator pocket closure. Monitor the patient's electrocardiogram continuously. If a lead dislodges, it usually occurs during the immediate postoperative period. This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
It was reported that lead was capped due loss of capture. The device was explanted due to normal battery depletion. Lead is not responsible for battery depletion. No know impact or consequence to patient reported.